Manufacturer narrative:
The insulin pump was monitored for several days. The insulin pump was received with intermittent act and up button response due to corroded keypad traces. No button error alarm during testing. No battery out limit alarm anomalies noted. No unexpected time clock anomalies noted. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a button error alarm. The customer's blood glucose level was unknown. All the buttons were unresponsive. They had taken out the battery while on hold. The customer stated the insulin pump may have been exposed to moisture. The customer also received a battery out limit. They declined troubleshooting for the battery out limit. They were advised to observe the time clock for one minute to verify if time advances. It was unknown if the time advanced. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.